Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was impacted (elevated). Reportedly, blood glucose levels had returned to normal at the time that the event was reported.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.